Event description:
It was reported that the patient underwent a spinal cord stimulation (scs) implantable pulse generator (ipg) replacement procedure due to suspected infection. The physician believes that the infection not device related, rather it was due to the patients individual behavior. No additional adverse patient effects were reported. The explanted ipg will not be returned as it was retained by the hospital. No further information can be obtained.